Event description:
Additional communication from the physician stated that the patient is doing well now. The cause of the infection is unknown. The physician also stated that the antibiotic treatment had helped the infection and the pump is going to remain implanted.

Manufacturer narrative:
Per the instructions for use of the device, infection is a known possible risk of use of the device. If additional information becomes available, an additional MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending follow-up information on re-evaluation of infection. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
During follow up communication for a previous catheter revision, clinical specialist (cs) stated that, during the revision, the physician believed that the pump pocket looked infected. A culture of the csf was taken and confirmed positive for a (B)(6) infection. The patient is asymptomatic and there does not appear to be an infection of the csf. The patient was put on antibiotics for the infection and the physician will reevaluate in six weeks. Catheter revision was addressed through MFR 3010079947-2021-00052.